Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow up with device exhibiting post sensed t wave oversensing on the ventricular channel. The oversensing was noted on a stored electrocardiogram. Programming changes were made to resolve the post sensed t wave oversensing. Additionally, it was noted that the patient received inappropriate shock on (B)(6) 2018. The shock was not attributed to t wave oversensing. Upon further analysis, it was noted that the right ventricular lead was dislodged near the atrio ventricular valve, which was confirmed by x ray. The dislodgement resulted in p and r waves being sensed on the ventricular channel, leading to inappropriate rhythm detection and shock. Tachy therapy was disabled and pacing was turned off. No lead revision was performed at the time.

Event description:
New information received notes that the lead was repositioned. Further information was not reported.

Event description:
New information received notes that the patient was stable post procedure.